Manufacturer narrative:
Inspected one opened and used quick-serter for locking and proper operation per specification. Performed insertion test using an lab quick-set onto rubber skin. Quick-set does not sit into quick-serter properly.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Caller stated that the reservoir and the quickset were not working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2013-92644.